Event description:
This is being submitted to report that after the clip was implanted, the patient presented to the hospital with dyspnea, and it was found that the clip detached from one leaflet and remained on the other leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014, to treat functional mitral regurgitation (mr) with a grade of 3-4. Three mitraclips (10282595/26, 10289045/09, 10275215/07) were implanted and the mr was reduced to 2. On approximately (B)(6) 2014, the patient presented to the hospital with dyspnea and was treated with diuretics. It was found that one previously implanted clip had detached from the posterior leaflet, and remained secure on the anterior leaflet. Additionally, the posterior leaflet was torn and the mr had increased to 3. On (B)(6) 2014, an additional mitraclip procedure was performed to treat the new mr grade of 3 and the torn leaflet. During insertion of the steerable guiding catheter, the tip broke due to the hardened groin access. The groin was dilated, and a new sgc was used successfully. One clip was implanted and the mr was reduced to 2-3. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2014. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda- the deployed clip detached from one leaflet and remained on the other leaflet) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency. The patient effects of dyspnea, worsening mitral regurgitation (mr), and tissue damage (mitral valve injury) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. In this case, the dyspnea and worsening mr were related to procedural conditions / operation context as secondary effects of the slda of the clip caused by the tear in the posterior leaflet; however, a cause for the tear in the leaflet could not be definitively determined. There is no indication of a product quality deficiency with respect to manufacture, deign, or labeling. It was reported that one of the 3 implanted clips had detached from the leaflet, resulting in single leaflet device attachment (slda). As the specific mitraclip device that detached could not be identified, a lot history record (lhr) review of all 3 mitraclip devices implanted was performed. The review revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lots did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The steerable guide catheter referenced is filed under a separate medwatch report.